Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was over 600mg/dl. Customer current blood glucose level was 130mg/dl. Customer experience symptoms like nausea. Customer was treated with manual injection. Customer did not allege pump was under delivering. Troubleshooting was performed for under delivery .the product will not be return for the analysis.